Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during procedure the forceps locked and the tip did not open spontaneously when the handle was released, remaining clamped. Making it necessary to manually open the handle to its maximum extension in order to release the forceps grasping tip. Another forceps was used to proceed. No report that actual patient harm occurred. Surgery was prolonged due to the issue.